Event description:
It was reported the patient presented to the clinic with health issues not related to the lead. Upon interrogation, high capture threshold and high, out of range pacing lead impedance were observed. Lead fracture was suspected. The lead was explanted and replaced. The patient was fine following the surgery.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.